Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/19/2016 with the following findings: during investigation, the battery compartment was found to be cracked at the threads to the left of the bumper and below the bumper traveling towards the case seal. Unrelated to the original complaint, there was a crack between the case seal and the display lens. The audio bolus button cover was found to be damaged but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.